Event description:
It was reported that the battery of this implantable pacemaker has 5 months remaining and has only been implanted for less than 1 year. Technical services (ts) found percent power was 1,060 percent compared to nominal. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. Subsequently, this device was explanted due to premature battery depletion (pbd) and new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker has 5 months remaining and has only been implanted for less than 1 year. Technical services (ts) found percent power was 1,060 percent compared to nominal. A request was made to have data from this device analyzed. Data analysis confirmed that this device power consumption was increasing in a gradual fashion. Subsequently, this device was explanted due to premature battery depletion (pbd) and new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned accolade was analyzed, and review of device memory noted no fault codes and device data noted high average power consumption while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to be high. Based on analysis of the returned product, evidence of higher-than-normal current traced to the failure of an esd clamp capacitor failure with the mmic (mixed mode integrated circuit) component was found. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.